Manufacturer narrative:
Concomitant product(s): microclave; 10ml bd syringe ref 306500, lot 617511b, exp 22 june 2019, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the syringe pump was beeping "occlusion " and syringe pump tubing with the filter was found leaking. Normal saline was running at a rate of 10ml/ hr. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the extension set leaked at the filter was confirmed. Functional testing confirmed the leak source at the engagement of the microbore tubing to the filter outlet port. Dimensional testing of the microbore tubing was found to be within specification. Visual inspection observed a crack in the female luer resulting in a leak. The cause of the crack was not fully identified. The root cause of the reported issue was not identified.